Event description:
It was further reported that the issue occurred with the fourth interlock device which was a 5mmx15cm device. The target lesion was located in the severely calcified portal vein. Following advancement of the coil physician attempted to adjust the position the coil however was unable to "restrain" the device and could not pull the device back. Physician mentioned that it possibly got caught on the previously deployed coils, a 5mmx8cm coil would have been the preferred size but none were available and the size was possibly a little long. The coil was deployed 4cm more proximal than intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an embolization treatment procedure, premature coil detachment occurred. Two interlock 5mmx8cm and two 5mmx8cm interlock devices were used with a renegade microcatheter. Upon placement of the fourth coil the coil detached prematurely and the physician could not restrain it. The coil was not in the intended location and the coil was attempted to be snared, but was unsuccessful. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).